Manufacturer narrative:
The investigation is currently ongoing. Once additional information is received, a supplemental will be submitted accordingly.

Event description:
It was reported that a patient implanted with an eleos hinge knee construct experienced dislocation of their tibial hinge and poly spacer. It was additionally reported that the eleos poly spacer had fractured. The patient will be revised with an onkos personalized case (custom tibial hinge), to correct the patient's soft tissue laxity. This event will be reported as a serious injury due to the patient requiring a revision procedure.